Event description:
It was reported that during lateral collateral elbow ligament repair, ti-screw anchor fractured. Subsequently, surgeon predrilled a pilot hole and successfully implanted alternative anchor.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Examination of returned device found evidence of fracture due to rotational bending overload.